Event description:
This lead was implanted on (B)(6)1984. A call to technical services on 05/26/2011 states that the lead is showing low impedance and noise. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).